Event description:
Info rec'd indicates when the brakes were activated, the brake casters held but the caster would continue to swivel.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the casters and the brake steer weldment to repair the bed. The brakes were tested and functioned properly.